Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed as the part and lot number of the device are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient has been indicated for a right total shoulder arthroplasty revision due to glenoid bone loss. Patient has elected not to be revised. No further information has been provided.

Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that a patient has been indicated for a right total shoulder arthroplasty revision due to glenoid bone loss. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.